Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files identified a driveline disconnect event which could be indicative of a potential controller exchange; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log files appeared to capture the pump functioning as intended until the driveline was disconnected on (B)(6) 2019 at 06:11:07 am, and external power was disconnected at 06:15:57 am. The driveline and external power remained disconnected until the shutdown sequence was started at 06:18:15 pm. Multiple attempts for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate 3 lvas IFU and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function. The patient handbook states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year 6 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The log file analysis showed that the controller displayed driveline (dl) disconnect events on (B)(6) 2019 where the dl was disconnected from the controller. Log files were downloaded on (B)(6) 2019, however, the logs did not capture any events where the patient's dl was reconnected to the controller. The log file displayed low power advisories on (B)(6) due to depleted batteries. There were no other unusual events seen within the log file. The mcs equipment was operating as expected. Noted the patient was sleeping on battery power.